Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced ¿perfect¿ pain relief for over two months. However, during the last refill, two weeks prior to the date of this report, it was noticed that the ¿pump returned¿ (flipped) and the health care provider was able to refill the pump after it was ¿returned¿ manually. The patient, with soft abdominal skin, was noted as obese and had lost more than 40 kilograms (kg) during the last six months since the beginning of the patient¿s cancer. An appointment for a revision surgery to ¿fix again¿ the pump was scheduled for the date of this report as for one week the patient¿s pain had reappeared and the boluses were ineffective. During the surgery, it was discovered that the suture of the pump had dropped and the catheter was wound several times on itself creating a pinched blockage of the flow in the distal and proximal segments, but there was no dislodgement. The catheter was unrolled, but part of it needed to be replaced as the catheter ¿kept a shape memory.¿ the pump was also replaced. The issues of the catheter and pump were reported as resolved and both products were expected to be returned. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine, prialt, and possibly another unknown medication. Additional information was requested to verify the patient¿s current status in which it was provided that the patient was discharged home at day five after the pump and catheter replacement. At day fifteen, the patient had no problems and receiving excellent pain relief. It was also shared that ¿one of significant improvements to suggest, is siting, into the pump, some pressure and flow probes, to more quickly detect a malfunction.¿